Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, tandem technical support helped the customer to clear the alarms. The customer reloaded the cartridge and continued insulin therapy.